Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Cut on gums [gingival injury]. Jaw injured [face injury]. One brush head broke, a piece broke out of it - oral-b [device breakage]. Consumer via phone stated that an oral-b replacement toothbrush head broke. A piece broke out and they almost swallowed it. Their jaw was injured and they had cuts on their gums. No serious injury was reported.